Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a power issue due to a faulty drawer controller board. The field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported by the customer that multiple pyxis medstation systems had a power issue. The customer reported the station is not powering on. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that multiple pyxis medstation systems had a power issue. The customer reported the station is not powering on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a power issue. The field service engineer replaced drawer controller to resolve the issue. The system functioned as intended.